Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and strut 1 to 3 on the proximal and distal end of the stent slightly flared. Struts 4 to 7 from the proximal end of the stent is undamaged. Struts 4 to 9 from the distal end of the stent is undamaged. The remainder of stent is stretched deformed causing the stent to be off the original position covering both proximal and distal marker bands. No issues noted with balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 18-dec-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 24 x 2.75 mm, eccentric, de novo target lesion containing a lesion bend of >=90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation, a 28 x 2.75 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.